Manufacturer narrative:
The report was submitted on 9/24/2021. An error occurred in submission. The report is being resubmitted today. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) could not be advanced into a 99% stenosed lesion in the left anterior descending artery (lad), which was moderately tortuous. (The user attempted to use glideassist.) A low-speed treatment was initiated, and the oad jumped through the vessel, and a perforation occurred. Hemostasis was achieved with use of a stent and coil. The patient was in good condition following the procedure.